Manufacturer narrative:
(B)(4). Investigation completed. The device was returned for evaluation. Device analysis observed a foreign material (black color) in the tip. The device tip was sent to the (B)(4) laboratory to determine the nature of the foreign matter. The report noted that the black residues are composed of a carbon rick matrix with inorganic particles containing calcium, sulfur, silicon, potassium, magnesium, chloride and phosphorous. The results are not conclusive to identify the organic matrix. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 19nov2014. It was reported that the tip was defective. A 7-110-2.5-8-10 std blazer prime® xp was selected. During unpacking, it was observed that the tip of the catheter was defective. The procedure was completed with another of the same device. The device was never inserted in the patient's body and there were no patient complications reported. However, device analysis noted a foreign material in the tip.